Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap portion of the implant broke. The broken spacer implant was replaced, and the procedure was completed successfully. The explanted device was discarded at the facility and was not returned to bsc.